Manufacturer narrative:
(B)(4): investigation results -visual evaluation of the complaint device revealed no defects to the catheter of the device. Functional testing was performed; however a pinhole leak was noted in the balloon material upon inflation of the device. The most probable root cause for this complaint is operational context; this failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source).a search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure on (B)(6), 2012.according to the complaint, during the procedure, a leak was noticed on the balloon. The procedure was completed with another cre balloon.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.